Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was also reported that an alarm annunciated; however, the type of alarm was not provided. Although multiple follow up attempts were made by tandem technical support, no additional information was provided.